Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the prongs within the usb port of the pump were pulled out, which caused the pump to be unable to charge despite using multiple charging cables. The customer's blood glucose was 133 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.